Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient whom had been lost to follow-up presented to the hospital for non-device related reasons. Upon interrogation, the right ventricular lead exhibited noise and low impedance measurements. The physician elected to continue to monitor the patient.